Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the issue - found the generator had no power and the screen was black. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed. A review of the logs found errors confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and found the unit wouldn¿t power on, the screen remained black. The complaint was confirmed based on failure analysis. The probable root cause of is attributed to a defective erbe generator.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) system experienced a black screen issue without displaying any errors, and the power led appeared dim. The tse guided the user to check the power switch and to swap the power cord and wall plug, but there was no improvement. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.